Manufacturer narrative:
Concomitant medical products: c6tr01 crt p, implant date (B)(6) 2016; 407658 lead, implant date (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that increasing thresholds were noted on both the left ventricular (lv) and the right ventricular (rv) epicardial leads. Both leads were capped and replaced. No patient complications have been reported as a result of this event.